Event description:
Alleged event: healthcare professional reported left side capsular contracture, baker grade IV. Healthcare professional later reported "completely deflated...free silicone gel intracapsular and extracapsular". Device has been explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).